Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 86-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery disease (cad) and diabetes mellitus. The patient was brought to the cath lab for stemi while decompensating on multiple infusions, experienced a full cardiac arrest, was intubated, and achieved return of spontaneous circulation (rosc). The impella device was placed for hemodynamic support. The patient subsequently experienced another cardiac arrest, and the family elected to withdraw care. The patient expired. The reported cardiac arrest is consistent with the severity of the presenting ami/cgs and the profound hemodynamic instability associated with scai shock stage e. The patient¿s death is most consistent with the underlying cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.